Event description:
When the device was inserted in the pt, there was difficulty retracting the jacket. The device was removed from the pt, and an attempt was made to retract the jacket. While retracting the jacket using excessive force, the jacket tore just above jacket lock number one (1). The capsule was partially retracted exposing the hooks. The pt was converted to standard surgical repair since there was no graft available with sufficient length.